Manufacturer narrative:
Based on product labeling, false results may occur with cmv igg testing. Calibration and controls were within expected ranges. According to the calibration and control data provided, the assay performs within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for four patient samples tested with the elecsys (B)(6) assay on a cobas 8000 e 602 module. Of the four samples, three had erroneous (B)(6) results. The erroneous results were not reported outside of the laboratory. The roche (B)(6) values were compared to measurements performed with the abbott architect assay. The cutoff value used for the abbott assay was asked for, but not provided. No units of measure were provided for the abbott assay. The first sample resulted with a (B)(6) value of (B)(6). The sample was tested with the abbott assay, resulting as (B)(6). The second sample resulted with a (B)(6) value of (B)(6). The sample was tested with the abbott assay, resulting as (B)(6). The third sample resulted with a (B)(6) value of (B)(6). The sample was tested with the abbott assay, resulting as (B)(6). No adverse events were alleged to have occurred with the patients. The serial number of the e 602 analyzer is (B)(4).